Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was changing the pump cartridge and the screen became "frozen". The screen was cleared after the button alarm was pressed. The customer's blood glucose level was 230 mg/dl.